Manufacturer narrative:
Results: the 3max was fractured approximately 39.0 cm from the hub. The 3max was bent approximately 5.0 cm from the hub. Conclusions: evaluation of the returned 3max revealed a fracture on its shaft. This damage was likely a result of forcefully retracting or advancing the device against resistance. Further evaluation revealed a kink on the 3max proximal shaft just distal to the strain relief. This kink was likely incidental to the reported failure. This damage may have been due to forcefully gripping the proximal portion of the device outside the patient body or during packaging for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician made multiple passes with the 3maxc using a non-penumbra catheter and delivered a psr3d. After making a pass with the psrd, the 3maxc was removed. Upon removal, the physician noticed the 3maxc was fractured and, therefore, the procedure was completed using a new 3maxc. There was no report of an adverse effect to the patient.